Manufacturer narrative:
The pump was received with no button response due to moisture on the keypad traces. No button error alarm was noted during testing. Unable to perform the displacement, rewind, basic occlusion, occlusion, prime or excessive no delivery tests due to no button response. The pump was received with a cracked reservoir tube lip, minor scratches on the display window, a cracked belt clip slot and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Event description:
The customer called in to report that the insulin pump alarmed button error and the keypad was unresponsive. The customer could not recall any significant events leading to the issue. The customer's blood glucose level was unknown, but reported that he had high blood glucose levels lately. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was informed that the device would be replaced, and was informed to return the malfunctioning device back for analysis.